Event description:
The customer reported that when the interconnect cable was moved, the system would lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the interconnect cable. The system operates as intended.